Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation and difficulty charging the ipg. The patient underwent an ipg replacement procedure and was getting good coverage postoperatively. The explanted ipg was discarded.